Event description:
It was reported that the device had a "port malfunction," fell apart at the proximal end and did not hold air. Additional information was requested regarding the procedure, the patient and the device, but no additional information was available.

Manufacturer narrative:
No device was returned to the manufacturer for evaluation. A follow-up report will be sent if the device is received.